Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. An emergency medical technician was called and treated the customer with glucose tabs and food to address the low bg. Customer alleged that the pump's basal rates were incorrect. Tandem technical support advised the customer to call back and troubleshoot and consult with healthcare provider if the low bg issue reoccurs.